Event description:
It was reported that the patient had a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. Four days after the onset of peritonitis, the patient was hospitalized. Three days later, the patient was discharged from the hospital. The patient's treatment was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. It was unknown if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.